Manufacturer narrative:
This report is submitted on october 25, 2021.

Manufacturer narrative:
This report is submitted on september 15, 2021.

Event description:
Per the surgeon, the patient developed an infection at the post-auricular incision site. Initially, there was a dermatological reaction, which led to wound breakdown, and subsequent infection (first presented on (B)(6) 2021). The patient was treated with intravenous antibiotics, and the device was explanted on (B)(6) 2021.